Event description:
In accordance with title 21 part 803, subpart b, 803.22(b)(2), this letter is to notify and provide you the information (B)(6) received on 24sep2024 which reported that after a lead extraction procedure and when a j wire was inserted during preparation for re-implantation of a new right atrial (ra) lead, the patient's blood pressure dropped and a suspected right ventricular (rv) perforation was detected. Although (B)(6) devices were in use during the lead extraction portion of the procedure and the (B)(6) visisheath dilator sheath was providing access for the j wire to prepare for re­ implantation, the patient's hemodynamics changed during placement of the j wire. In addition, no (B)(6) devices were in use within the rv, and the physician felt he placed the j wire quickly, likely perforating the rv. A lead extraction procedure commenced to remove a right atrial (ra) lead due to occlusion. Right ventricular (rv) and left ventricular (lv) leads were present in the patient as well but were not targeted for extraction. Multiple (B)(6) devices (lld ez lead locking device, 14f and 16f glidelight laser sheaths, medium and large visisheath dilator sheaths, llf tightrail sub-c rotating dilator sheath) were used during the procedure. Lead on lead binding, presence of calcium in the vasculature, and ra lead snowplowing (lead insulation 'bunching' up on the lead) was encountered, requiring multiple devices in order to progress down the vasculature. While the 16f glidelight and large visisheath were 2-3 cm from the ra lead tip and traction was being applied, the ra lead released and was successfully removed, along with the 16f glidelight. The large visisheath remained in place to maintain access for re-implantation (due to the patient being occluded). There were no hemodynamic changes noted during the lead extraction portion of the procedure. During preparation for re-implantation of a new ra lead, a j wire was placed quickly down the visisheath. At that time, the patient's blood pressure dropped, and a pericardia! Effusion was noted via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon and pericardiocentesis, and an rv perforation was suspected, based on fluoroscopic imaging. After a time, the patient stabilized with no surgical intervention required; the suspected perforation appeared to seal itself off. After determining that the patient was safe, a new ra lead was implanted, the rv lead was capped, and the lv lead was still functional. The patient survived the procedure, being transferred to the unit for close monitoring. The physician felt he placed the j wire quickly, likely perforating the rv. No (B)(6) devices were in use within the rv, and the patient's blood pressure dropped after the j wire was inserted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).